Event description:
A surgical coordinator reported that following bilateral intraocular lens (iol) implant procedures, the surgeon is planning to exchange the multifocal lenses for monofocals. The patient began reporting that she could not see well in regular lighting following the implant procedure for the left eye. At one week postoperatively, the patient reported experiencing halos when driving at night. Later, the patient reported blurry vision at near, intermediate, and distance, eye dryness and fluctuating vision. The dryness was treated with artificial tears and punctal plugs. Two weeks following the iol implant procedure with limbal relaxing incisions in the right eye, the patient reported her vision at computer distance was not clear. Upon examination, the surgeon noted the iol was decentered in the right eye only. This lens was repositioned in a secondary surgical procedure. Following the iol repositioning, the patient was treated with medications for superficial punctate keratitis. The patient now reports that she cannot see well overall and that she was unhappy due to her vision affecting her every day life. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was not returned. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire has not been received. (B)(4).